Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10. Per additional follow up, the reporter did not know the tubing that was needed was from customer ultrasonic, the maker of the sink that was used to flush the scopes. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the customer specified failure could not be specified although it can be presumed the it occurred due to reprocessing staff not perusing the instructions for use. The event can be detected/prevented by handling the device in accordance with the following instructions for use which forbids remodeling the item as follows: important information ¿ please read before use .... Prohibition of improper repair and modification. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not know the tubing that was needed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus suction cleaning adapter had been incorrectly reprocessed. This event had no patient involvement.